Event description:
Deep brain stimulator implanted for control of parkinson's disease. Patient developed infection at implant site; required additonal hospitalization, explant of device, and antibiotic therapy.